Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer¿s blood glucose (bg) level ranged between the 40s-50s mg/dl; cause of low bg was unknown. Reportedly, customer is a brittle diabetic; however, contact was unsure of the cause of the low bg. Customer consumed carbohydrates to address low bg.